Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;

Manufacturer narrative:
THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE DATA PREVIOUSLY REPORTED THROUGH MDR 1020279-2025-01055 IS NO LONGER VALID AS IT WILL BE MIGRATED AND SUBMITTED UNDER MDR 1020279-2025-00846 BY THE END OF THE THIRD REPORTING QUARTER, AS AGREED WITH THE FDA.

Event description:
IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM UNITED KINGDOM, A TOTAL OF ELEVEN (11) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN 24-APR-2012 AND 11-JAN-2024 DUE TO OSTEOARTHRITIS, USING A JOURNEY UNI ALL POLY TIBIAL BASEPLATE. FROM THESE, ONE (1) KNEE WAS LATER REVISED DUE TO PROGRESSIVE ARTHRITIS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 24-APR-2012 AND 11-JAN-2024 IN UNITED KINGDOM.

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM UNITED KINGDOM, A TOTAL OF ELEVEN (11) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN 24-APR-2012 AND 11-JAN-2024 DUE TO OSTEOARTHRITIS, USING A JOURNEY UNI ALL POLY TIBIAL BASEPLATE. FROM THESE, ONE (1) KNEE WAS LATER REVISED DUE TO PROGRESSIVE ARTHRITIS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 24-APR-2012 AND 11-JAN-2024 IN UNITED KINGDOM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE JOURNEY -UNICOMPARTMENTAL KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF ELEVEN (11) PRIMARY UKA PROCEDURES WITH JOURNEY UNI -ALL POLY TIBIA BASEPLATES HAVE BEEN PERFORMED IN THE UNITED KINGDOM BETWEEN 24-APR-2012 AND 11-JAN-2024. DUE TO THE LOW USAGE NUMBER REPORTED IN THE UK, KAPLAN-MEIER CUMULATIVE REVISION RATES (95% CI) ARE NOT PRESENTED BY THE NJR FOR THIS TIBIAL BASEPLATE VARIANT. THE LOW USAGE NUMBER DOES NOT ALLOW FOR ESTABLISHING RELEVANT CONCLUSIONS REGARDING THE PERFORMANCE OF THIS DEVICE. SMITH+NEPHEW WILL CONTINUE TO MONITOR THE PERFORMANCE OF THESE BASEPLATES IN THE UK AND WORLDWIDE AS PART OF OUR ESTABLISHED PMS PLAN. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND OF THE ADVERSE EVENT REPORTED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENT RELATES TO A KNOWN INHERENT PROCEDURAL RISK THAT IS APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATION INTO THE REPORTED ADVERSE EVENT IS DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.